Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery to add more length to the right side due to the cylinder sitting below the glans of the penis. During the procedure the existing device was removed and a new ipp was implanted with an added rear tip extender so cylinder sat mid glans in the corpora. There were no performance issues or patient complications related to the device.